Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. Furthermore, moisture/corrosion was evident behind the ir window. Allegedly, an under delivery of insulin occurred due to this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed, and no contamination or damage was found to any button contacts. No evidence of moisture ingress was found behind the ir window. A leak test was performed and failed due to a display lens leak. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board.